Event description:
It was reported that the patient had complaint of dizziness and was seen in the clinic for a device interrogation. The right ventricular lead was found to have elevated threshold. Fluoroscopy showed that the lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).